Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately ten years post implant of this mechanical mitral valve, this valve was explanted and replaced with a tissue valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. The event investigation was completed and the results have been reviewed. The investigation results included no findings that might have caused or contributed to this event outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.